Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.50 x 20mm was selected for treatment. During the procedure during the first inflation, the balloon ruptured. The device was removed from the patient and another of the same device was used to complete the procedure successfully. There were no patient complications.